Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient abruptly stopped hearing with the device. There is report of accident or trauma.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage to the stimulator housing that is typical for severe external impact to the housing appears likely event though a trauma/ accident is denied. However to determine and confirm an exact root cause of failure cause a device investigation at the explanted device is necessary. The device has been explanted but has not been received for investigation.

Event description:
Patient abruptly stopped hearing with the device. No report of accident or trauma has been received. Patient has been re-implanted.

Manufacturer narrative:
Conclusions: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Patient abruptly stopped hearing with the device. No report of accident or trauma has been received. The patient was re-implanted.

Manufacturer narrative:
Additional information: based on information and measurements received, a mechanical damage to the stimulator housing that is typical for severe external impact to the housing appears likely. However to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Patient abruptly stopped hearing with the device. No report of accident or trauma has been received. Re-implantation is considered.